Event description:
Information received indicates the right head siderail is not locking.

Manufacturer narrative:
The technician found body fluids on the latch spring which prevented the latch from locking. He cleaned and lubricated the siderail latch assembly to repair the bed.